Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this lead was explanted and replaced as it was damaged during a coronary artery bypass grafting procedure. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted and replaced as it was damaged during a coronary artery bypass grafting procedure. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Correction h6 (impact codes): "serious injury/illness/impairment" was removed, not required. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact (not severed). Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. It was noted a cut in the outer insulation of the neck region and gouge marks on the terminal pin, this is likely explant damage. A deformed conductor coil 130 millimeters from terminal pin was noted as well, likely due to handling at implant. The device damaged/defective allegation was confirmed, visual inspection noted a cut in the outer insulation in neck region of the lead, corresponding to the report of damage during a coronary artery bypass grafting procedure.